Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient feels stimulation while therapy is off. Field representative met with the patient and determined the system was completely off, yet paresthesia remained. As a result, the patient is awaiting surgical intervention.

Event description:
Based on information obtained, the eon rechargeable ipg was replaced with a proclaim 5 elite ipg on (B)(6) 2019. Post-operatively effective therapy was established. Paresthesia stimulation has resolved.